Manufacturer narrative:
A patient listed for transplantation for an unknown indication received lc beads lumi¿ m0 for an unknown indication, 5 ml of prepared beads were administered (volume prepared unknown). According to the information received the patient had poor pre treatment conditions: the patient was sick to start (meaning of sick unknown) and just fell and broke his ankle (it is unknown if the fall was due to malaise or encephalopathy). During treatment the patient experienced a respiratory distress syndrome grade 3 (hypoxemia, and radiological finding present, multifocal pneumonia / interstitial pneumonitis) but not requiring intubation. With the information provided it is not possible to say if it occurred in the absence of an underlying pulmonary condition or if it is the degradation of a pre existing condition favoured by lc bead administration. There was no evidence of bead migration in lung territory (as per the CT scan performed). After treatment the patient experienced hepatic failure characterized by grade 3 encephalopathy and hyperbilirubinemia of unknown grade. No device malfunction was reported. Btg medical assessment: respiratory distress syndrome, hypoxemia, and pneumonitis - these are serious, not related, grade 3 aes. There was no evidence of beads migration in the lung territory, hepatic failure characterized by grade 3 encephalopathy - these is a serious, related, expected adverse event. Hyperbilirubinemia of unknown grade - this is a non serious, related, expected adverse event. Fall - this is a non serious, non related adverse event. No batch review was possible for this case as the batch number could not be ascertained. No product malfunction/deficiency has been identified. No corrective/preventative action has been identified. Follow-up information was requested, but has not been received to date. Should we receive any information to enable further investigations, a follow-up report will be submitted. At this time this report is considered final.

Event description:
A CT chest was obtained on a patient following treatment with lc lumi - they presented with hypoxic respiratory failure and multifocal pneumonia / interstitial pneumonitis. Liver uptake of the beads was identified, but there was no sign of any high dense material in the lungs. Additional information received 30-mar-2018: the patient only received about 4-5 mls of lumi m0 and appear visible in the tumor and not the lung (per a chest CT). The patient was sick to start. The patient's liver is stable, but they experienced increased encephalopathy and hyperbilirubinemia. They also just fell and broke their ankle.

Manufacturer narrative:
Updated: btg medical assessment (B)(6) 2018. A patient listed for transplantation for hepatocellular carcinoma with underlying liver cirrhosis due to hepatitis c and alcohol. Lc beads lumi¿ m0, 5 ml of prepared beads were administered (volume prepared unknown). According to the information received the patient had poor pre treatment conditions: the patient was sick to start (meaning of sick unknown). Lc beads lumi¿ was infused the (B)(6) 2018. The patient only received about 4-5 mls of lumi m0 and appear visible in the tumour and not the lung (per a chest CT). The patient was discharge from the hospital the (B)(6) 2018. The 21 march additional information received, the patient had a history of hepatic encephalopathy and was admitted for worsening encephalopathy, which may have caused fall and ankle fracture. The (B)(6) the patient presented respiratory distress that requested intubation. CT chest performed (B)(6) 2018 showing findings c/f bibasilar predominant pna (possibly aspiration related). Patient deteriorated. Died on (B)(6) 2018 - after treatment the patient experience hepatic failure characterized by encephalopathy and hyperbilirubinemia of unknown grade. After treatment the patient experience respiratory failure needing intubation. Hepatic and respiratory failures leading to patient death. Respiratory distress syndrome, hypoxemia, and pneumonitis. These are serious, not related to beads migration into lungs, as there was no evidence of beads migration in lung territory, and not images evocative of pulmonary embolism by lc beads. Hepatic failure characterized by encephalopathy. This is a serious, related, expected ae. Hyperbilirubinemia of unknown grade. This is a non serious, related, expected ae. Fall is a non serious, non related ae. No device malfunction was reported. The additional information does not change the original assessment. No product malfunction/deficiency has been identified. No corrective/preventative action has been identified. Evaluation of the device was not possible as it remains implanted in the patient and no batch information has been provided. This report is considered final. Updated fields in this follow-up report: patient age - (B)(6). Death; required intervention. Date of report (B)(6) 2018 (date additional information received). Additional information: (B)(6) 2018 pt treated by tace (B)(6) 2018. Discharged (B)(6) 2018. Re-admitted (B)(6) 2018 with altered mental status (baseline he) and new ankle fx s/p fall (the patient had a history of hepatic encephalopathy and was admitted for worsening encephalopathy, which may have caused fall and ankle fracture.) . Intubated on (B)(6) 2018 due to hypoxic resp failure (CT chest performed (B)(6) 2018 showing findings c/f bibasilar predominant pna (possibly aspiration related). Patient deteriorated. Died on (B)(6) 2018 - not related to device. Reporter stated death not device related. Date received - 06-apr-2018. Follow-up report #1. Death. Additional information: respiratory failure. Manufacturing narrative updated with btg medical reassessment based on additional information received 06-apr-2018.

Event description:
A CT chest was obtained on a patient following treatment with lc lumi - they presented with hypoxic respiratory failure and multifocal pneumonia / interstitial pneumonitis. Liver uptake of the beads was identified, but there was no sign of any high dense material in the lungs. Additional information received 30-mar-2018: the patient only received about 4-5 mls of lumi m0 and appear visible in the tumor and not the lung (per a chest CT). The patient was sick to start. The patient's liver is stable, but they experienced increased encephalopathy and hyperbilirubinemia. They also just fell and broke their ankle. Additional information: (B)(6) 2018 pt treated by tace (B)(6) 2018. Discharged (B)(6) 2018. Re-admitted (B)(6) 2018 with altered mental status (baseline he) and new ankle fx s/p fall. Intubated on (B)(6) 2018 due to hypoxic resp failure (CT chest performed (B)(6) 2018 showing findings c/f bibasilar predominant pna (possibly aspiration related). Patient deteriorated. Died on (B)(6) 2018 - not related to device.